Event description:
An anesthesia nurse prepared a 30cc syringe of propofol when she noticed that the stopper smudged the interior of the barrel as the medication was drawn. The nurse was concerned there may be particulates in the medication from the stopper smudging so the propofol was disposed of and syringe returned to materials. No other syringes were affected. No patient was harmed. Staff do not know why this occurred. This syringe product is routinely used to draw up many different kinds of medication and other IV solutions. This is the second event with this product that this facility has had within the last 30 days. The syringe was dry and did not appear to have a defect prior to drawing up the medication.what was the original intended procedure?deliver medication.